Manufacturer narrative:
Batch review performed on 3 september 2021. Lot 2002799: (B)(4) items manufactured and released on 7-apr-2020. Expiration date: 2025-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event.

Event description:
About 2 weeks after the previous revision surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.